Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H11: manufacturer narrative: keratoconus (kc) as a pre-existing condition is one where there are unstable corneas, continued thinning. Typically, more severe kc equates to more instability. Intra-corneal rings is a refractive procedure which attempts to address/reduce the refractive error of kc. Any procedure that alters the normal corneal structure can lead to further unpredictable refractive error. Here we have an unhealthy cornea treated with a corneal procedure; which can cause a surgeon to obtain erroneous pre-op datapoints. The cornea is starting off unstable or irregular. In the labeling, icls are indicated for correction or reduction, of a patient's refractive error. Nowhere in the indication is a guarantee for complete correction of a refractive error, especially in unhealthy eyes. We also have a warning or contraindication in the us dfu re: unstable refractions. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens was repositioned but the problem was not resolved. The lens remains implanted. Additional information has been requested but none has been forthcoming.